Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis and high blood glucose on (B)(6) 2019 with blood glucose of 475 mg/dl. The customer did experienced the symptoms such as nausea and positive ketone test. The customer was treated with injections and treated at the hospital with insulin drip. Customer reported that they felt okay to troubleshoot. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer was not called back to perform an high pressure test. Customer was not insisted on insulin pump replacement. Troubleshooting was declined to test insulin pump. Based on customer report customer does not allege insulin pump was under delivering. The insulin pump will not be returned for analysis.